Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to close. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open, the sealant sleeve appeared to be fully pullback the advancer tube was separated from the device, and a portion of the sealant was observed stuck to the advancer tube distal end, exposure to blood as received. The syringe and procedure sheath were not returned with the device. The condition of the returned device indicates a complete removal of the device. The catheter and advancer tube were inspected for damages/anomalies that could have contributed to the reported failure. No damages/anomalies were observed. Visual inspection at high magnification showed that there were no anomalies/damages at the distal end of the advancer tube, and a portion of the sealant stuck on the advancer tube distal end as received. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and information available for review and product analysis, procedural/handling (such as over-tamping) factors may have contributed to the issue reported since the device shows signs of proper device removal and the sealant was still stuck to the end of the advancer tube. However, it is unknown if the device was manipulated after removal from the procedure. It should be noted that if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Also, if a proper position of the tamping tube was not maintained and/or failure to hold the advancer tube in place during advancer tube sealant compression and catheter removal, the sealant could be dislodged from the vessel wall. The condition of the returned device suggests that the failure to close experienced by the customer was due to removal of the sealant from the arteriotomy. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ step 3: remove device of the IFU instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to close. There was no reported patient injury. The device will be returned for analysis.